Event description:
The patient¿s implantable neurostimulator (ins) was currently in a discharge state. The patient normally places the recharger antenna inside on top of her pants, against her skin. The patient does not use a recharging belt as its uncomfortable and the ins is implanted not at a good location to use the recharging belt; she was also unable to use spacers. The patient cannot charge her device pass 50%; when she charges more than four hours, she sees a temperature screen. During the report the patient tried charging the ins and no high temperature was seen on the recharging statistic. A recharger/recharging information request was made. The reporter was going to call to obtain an adhesive disc. Two weeks later the difficulty recharging was reported, taking too long. Since the patient was in a vehicle accident, her coupling will go from 8 down to 0 and then back up to 8 again; this happens sporadically. The stimulation was functioning fine, and the patient came in today with a fully charged ins. During the report, the company representative (rep) could see that the patient¿s coupling does skip up and down today. Standing was the only position that keeps the patient¿s coupling up to 8 bars. The patient stated it generally take 6-8 hours to go from 0-100% which was what the rep was seeing from the clinician programmer charge details screen. The antenna locate feature was not attempted. The ins was tilted. It was difficult to tell if the ins has shifted or was tilted since the vehicle accident. The patient does use panty hoses to hold the antenna in place. No symptoms were reported. This issue started to occur in (B)(6) 2015, which was when the accident was; exact date of the accident was not known. It was also stated that the patient was experiencing unilateral stimulation rather than bilateral since the accident. The rep confirmed that reprogramming resulted in no change in stimulation. Reprogramming also did not resolve the unilateral stimulation issue. No further interventions were planned to address the charging/coupling issues. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID neu_recharger_acc, product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).